Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. It was noted that the distal coupler was twisted, and the splines were wrinkled. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported paddle damage remains unknown.

Event description:
During mapping of an atrial fibrillation procedure, advisor hd grid became entrapped and twisted with the ablation catheter. The advisor hd grid was checked on the x-ray and outside the body. A dent was found and the catheter was exchanged for a new one to complete the procedure without any adverse patient consequences.